Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 35 events were reported for this quarter. 34 devices were received for evaluation; 33 events were confirmed during testing. 33 devices were found to be affected by a hole in the hose. 1 device was received; however, the customer declined evaluation and repair. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 35 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 34 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
(B)(4). One device was received for evaluation. The event was confirmed. The hose was damaged. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 36 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Thirty-five events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.